Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that in the middle of an unspecified surgical procedure the vapr tripolar 90 suction elect device had been working and then quit. A spare device was used to complete the procedure successfully. There was no delay in the procedure reported. There was patient involvement. There were no adverse patient consequences reported. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The shaft was found bent. The active tip shows signs of activation. The device will be sent to the manufacturer for further analysis. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was returned in its original package. The tip is used, tissue debris inside the active tip. The shaft is deformed and loose at the proximal end. The handle is in good condition. The cable and plug are in good condition. Residue visible in the suction tube. The electrical check was performed using a generator. The device passed all the parameters. The functional test was performed using a generator. The device failed the flow rate test, the hand switch activation and the footswitch activation. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The post activation flow rate test was repeated and still fails to reach the minimum specification. The return shaft is likely to have snapped at the proximal end where it enters the switch boot, this was confirmed after the device failing coagulation activation tests by repeating the coagulation return continuity test. It was possible to make and break the circuit by slightly flexing the return shaft. The customer reported that the vapr was not working in the middle of the case. It is not clear from the customer report what happened during the procedure, however there are two issues with the device which could be the root cause, a blocked suction path or the snapped return tube. Either issue results in the complaint being substantiated. The product IFU cautions that attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. A review of our complaint records over the last 12 months shows this reported defect to be an isolated incident with no similar reported events from the field. The most likely cause of this failure is user error. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the user as per IFU; attempts to bend electrodes can result in electrode fracture or degradation of electrode performance. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.